Event description:
At 4:10 pm on (B)(6) 2010, the ventilator failed and alarmed. The pt was ambu-bagged immediately and the ventilator was exchanged. There was no harm to the pt or change in condition. The ventilator was sent to puritan bennett for eval and an inspection could not determine the cause of the ventilator malfunction. As a result, the ventilator will not be placed back into service.